Event description:
It was reported to philips that the etco2 dust cover on the device was inoperable. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.